Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Post market vigilance (pmv) led a photographic evaluation of device. The visual inspection of the returned photo noted that the suture was discolored, and appeared to have disintegrated within the retainer. The visual inspection of the returned product noted twelve pre-cut sutures and degraded sutures in a retainer. As the sealed products were expired, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, when doing ligation, the thread broke. The nurse replaced the other lot of the device to complete the case. The patient outcome was unknown.